Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed the therapy delivery test. There was no patient involvement.

Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported customer issue was verified / duplicated in the lab. U32 was found to be defective.